Event description:
A user facility reports that during cataract surgery and intraocular lens (iol) placement a vitrectomy was performed. It was reported that the initial iol was removed and an anterior lens was used.